Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had p2 prolapse and flail and small left atrium chamber. There was poor imaging quality on echocardiogram. The first clip delivery system (cds) was advanced to the mitral valve and placed in a a2/p2. A second cds was advanced to further reduce mr. After the second clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) with mr reduced to 3. The physician believed that the thickened leaflet tissue contributed to the slda and imaging was also suboptimal. At the end of the case the patient was hemodynamically stable. No additional information was provided.

Manufacturer narrative:
The event was further reviewed by an abbott medical affairs team reviewer. The reviewer stated that ¿the limited available information do not suggest any relationship of the fatal event with the device, but the procedure may have favored the clinical course leading to health deterioration ultimately resulting in death.¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to a combination of challenging patient anatomy and difficult imaging. The reported image resolution poor was due to a combination of challenging anatomy and equipment limitations. A cause of the reported patient death could not be determined. The reported patient effect of death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2. Date of death estimated. B5. Additional information received. H6. Health effect - impact code - 1802 addedb1. Adverse event added. B2. Outcomes attributed to ae - death added . H1. Type of reportable event - malfunction changed to death.

Event description:
Subsequent to the initial report filing, additional information received reporting the patient died. The cause and date of death are unknown. No additional information was provided.